Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of problems tightening the setscrew was not confirmed. Final analysis found that the setscrew was not returned for analysis. The analysis cannot be performed without the setscrew.